Event description:
It was reported that a malfunction occurred on the customer's pump. There was no notable event prior to the malfunction and no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.